Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During incoming inspection no leakage was found. The device evaluation found the distal end insulation test failed. The air/water tube and air/water cylinder had remaining foreign material from previous procedures likely due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope had error message e117 error ¿ life of optical module, e226 error ¿ scope communication error, and b30 error-scope communication error. Water ingress due to defective leak tester in reprocessing machine, the endoscope filled with water during manual processing. No correct reprocessing was possible. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube and air/water cylinder had remaining foreign material from previous procedures. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found the air/water tube and air/water cylinder had remaining foreign material from previous procedures. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.